Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product list 4j27, that has a similar us product distributed in the us, list 2p36.

Event description:
The customer stated that (B)(6) architect (B)(6) combo results of (B)(6) were generated for a patient sample that tested (B)(6) at (B)(6) using the roche (B)(6) method. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. A retained kit of reagent lot number 02175be00 had been tested for sensitivity. Results of this testing did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Based on the available information, no product deficiency was identified.